Manufacturer narrative:
(B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2017-00597 pertains to the first nephromax balloon and manufacturer report# 3005099803-2017-00598 pertains to the second nephromax balloon. It was reported to boston scientific corporation that a single nephromax balloon was unpacked for a percutaneous nephrolithotomy (pcnl) procedure on (B)(6) 2017. According to the complainant, during unpacking, brown dirt stains were observed on the catheter. So, a second nephromax balloon was opened and the same brown dirt stains were noted. There was no damage noted to the closure seals or the outer packaging of both devices. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: received a nephromax balloon in its opened package along with an encore device and the balloon protector, which was removed from the balloon and the renal sheath. Visual examination of the returned device found no evidence indicating that the device was used; however, there was a foreign material discoloration found on the surface of the shaft. A test to determine what the stain on the shaft was performed, and through an energy dispersive x-ray spectroscopy (eds) the presence of iron (fe) on the stained section was noted. This indicates that the foreign material may be a rust residue. No other issues were identified with the device. Based on the condition of the returned device, the reported defect of the device having a foreign matter was confirmed. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2017-00597 pertains to the first nephromax balloon and manufacturer report# 3005099803-2017-00598 pertains to the second nephromax balloon. It was reported to boston scientific corporation that a single nephromax balloon was unpacked for a percutaneous nephrolithotomy (pcnl) procedure on (B)(6) 2017. According to the complainant, during unpacking, brown dirt stains were observed on the catheter. So, a second nephromax balloon was opened and the same brown dirt stains were noted. There was no damage noted to the closure seals or the outer packaging of both devices. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.